Event description:
It was reported to boston scientific corporation through a retrospective study that an esophageal stent was used during a stent placement procedure for a fistula caused by bariatric surgery, performed on (B) (6) 2005. According to the complainant, the stent was reported to have occluded. The stent was pneumatically dilated and a polyflex stent was placed inside the ultraflex stent. Both stents were removed on (B) (6) 2006 as planned without any complications, and the fistula was reported as healed. On (B) (6) 2007, the patient had a recurrence of the leak, and was treated with an ultraflex covered stent. On (B) (6) 2007, the stent migrated. A necrostomy and placement of a fistula plug was performed, and another ultraflex stent was placed. The patient's condition at the conclusion of the procedure was reported to be "good". Refer to manufacturer report # 3005099803-2010-01273 for the ultraflex stent placed on (B) (6) 2007. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation through a retrospective study that an esophageal stent was used during a stent placement procedure for a fistula caused by bariatric surgery, performed on (B)(6) 2005. According to the complainant, the stent was reported to have occluded. The stent was pneumatically dilated and a polyflex stent was placed inside the ultraflex stent. Both stents were removed on (B)(6) 2006 as planned without any complications, and the fistula was reported as healed. On (B)(6) 2007, the patient had a recurrence of the leak, and was treated with an ultraflex covered stent. On (B)(6) 2007, the stent migrated. A necrostomy and placement of a fistula plug was performed, and another ultraflex stent was placed. The patient's condition at the conclusion of the procedure was reported to be "good." Refer to manufacturer report # 3005099803-2010-01273 for the ultraflex stent placed on (B)(6) 2007. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information has been received since the previous medwatch report was submitted. The ultraflex esophageal stent was a partially covered stent. Occlusion of the stent was due to hyperplasia.

Manufacturer narrative:
The patient's exact weight was not provided, however, the patient's body mass index (bmi) was reported to be (B)(6). Product analysis was not performed as the suspect device was not returned. A labeling review was performed and identified that the device was not used per the directions for use (dfu) / product label. The dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." The complainant indicated that the stent was used during a stent placement procedure for a fistula caused by bariatric surgery. In addition, the dfu / product label states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complainant indicated that the stent was removed as planned, approximately four months post procedure, on (B)(6) 2006. Tumor in-growth through stent and tumor overgrowth around ends of stent are listed in the dfu as potential post stent placement complications.

Manufacturer narrative:
(B) (6). Upn unknown; device reported as ultraflex esophageal stent: length (full body) 15 cm , diameter (flange/body) 18/23mm (B) (4) (medical intervention required) (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el) the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.